Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the displacement test, rewind, basic occlusion and excessive no delivery alarm tests with no alarms. The insulin pump had minor scratches on the display window, a broken reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 350 mg/dl. Leading to the alarm, customer spilled sugar water onto the insulin pump. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.